Manufacturer narrative:
(B)(4).

Event description:
It was reported "glide-thru sheath handles broke off during insetion of PICC line". No patient harm or injury. No medical intervention required. The patient's current condition is reported as"unknown" at this time.

Event description:
It was reported "glide-thru sheath handles broke off during insertion of PICC line". No patient harm or injury. No medical intervention required. The patient's current condition is reported as"unknown" at this time.

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# corrected from (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and potentially relevant findings were identified. Nonconformances were created for material with batch regarding the peel-away sheath tears incorrectly failure. However, without the sample returned for analysis, it cannot be determined if this finding is relevant to the reported event. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.